Event description:
On (B)(6) 2012, the patient contacted animas to report blood glucose (bg) excursions ranging from "36 to 430 mg/dl" while on insulin pump therapy for the past month. At the time of the call, the patient alleged that the pump was not bolusing. There was no mention of symptoms with the bg excursions and it is not known if the patient received medical treatment in response to the bg excursions. At the time of troubleshooting, customer support discovered that the time on the pump was incorrect. It was noted that the pump was set to am when it should have been set to pm. The patient informed customer support that she recalls having changed the pump's time for daylight savings. Review of pump's bolus history revealed that the last 3 boluses were 0 of 0 at 2:58am, 2:51am and 2:50am. It was noted that at 1:30am a bolus of .50 of .50 units was completed. The patient did not recall how much she bolused at lunch. At the time of the call, the patient performed an air bolus and confirmed she saw insulin coming out of the tubing. The patient declined further review of the pump history. The patient was assisted with correcting the time on the pump. Customer support noted that the patient stated she boluses with the pump or via injection and does not take into consideration the insulin on board when bolusing by syringe, which may have been contributing to the erratic bg's in addition to the time being incorrect. This complaint is being reported because the patient obtained blood glucose readings below 40 mg/dl while on insulin pump therapy. The patient's alleged hypoglycemia can be attributed to use error since the patient most likely accidentally set the incorrect time on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history was reviewed and showed the time and date reset to default following a pump reboot. The dates in total daily dose history were found to be incongruent changing from (B)(6) 2013. Daily insulin delivery totals were inconsistent. There was no data from time of the reported issue due to continued use. The pump performed a 29 hour flow accuracy test successfully and was found to be delivering within the required specifications. A timekeeping accuracy test was performed and the pump was keeping time accurately. During investigation, the pump was opened and evaluation revealed that the internal clock battery on the printed circuit board had failed. Unrelated to the complaint, evaluation found that the display was dim and the text discolored. A test display screen was inserted and the display functioned properly.